Manufacturer narrative:
One device was received for evaluation for the complaint that an occlusion alarm occurred. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was confirmed, and the root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that an occlusion alarm occurred. The event occurred while patient use and there was no patient harm or adverse event reported.